Event description:
It was reported that a small dissection was noted in right common iliac artery requiring additional intervention. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2025 as a part of the clinical trial. The target lesion was in the right common iliac artery with 8 mm proximal reference vessel diameter and 8 mm distal reference vessel diameter with 40 mm lesion length with 90% stenosis and was classified as tasc ii class b lesion. Prior to the target lesion treatment with study device, lithotripsy was performed using 2.6 mm non-boston scientific (bsc) lithotripsy device, pre-dilation using 3 mm x 80 mm non-bsc pta balloon and 5 mm x 40 mm non-bsc pta balloon. Treatment of target lesion was performed by dilation using 8 mm x 40 mm ranger drug-coated balloon study device. Following post treatment was performed by placement of 8 mm x 37 mm non-bsc stent graft. Post treatment, the final residual stenosis was found to be 0%. On the same day, during the treatment of the target lesion, dissection of grade a noted in right common iliac artery and was treated using bailout stent placement. The complication of dissection was considered to be resolved.

Manufacturer narrative:
A2 - age at time of event: 57 years old at the time of study enrollment.

Manufacturer narrative:
A2 - age at time of event: 57 years old at the time of study enrollment.

Event description:
It was reported that a small dissection was noted in right common iliac artery requiring additional intervention. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2025 as a part of the clinical trial. The target lesion was in the right common iliac artery with 8 mm proximal reference vessel diameter and 8 mm distal reference vessel diameter with 40 mm lesion length with 90% stenosis and was classified as tasc ii class b lesion. Prior to the target lesion treatment with study device, lithotripsy was performed using 2.6 mm non-boston scientific (bsc) lithotripsy device, pre-dilation using 3 mm x 80 mm non-bsc pta balloon and 5 mm x 40 mm non-bsc pta balloon. Treatment of target lesion was performed by dilation using 8 mm x 40 mm ranger drug-coated balloon study device. Following post treatment was performed by placement of 8 mm x 37 mm non-bsc stent graft. Post treatment, the final residual stenosis was found to be 0%. On the same day, during the treatment of the target lesion, dissection of grade a noted in right common iliac artery and was treated using bailout stent placement. The complication of dissection was considered to be resolved. It was further reported that the dissection was due to the 8 mm x 40 mm ranger drug coated balloon. In response to the dissection, an 8 mm x 37 mm non-bsc stent graft was placed in the right common iliac artery. Post intervention, there was no evidence of dissection or embolization with good runoff and puncture site in the right femoral region was free of irritation without indication of subsequent bleeding. On the same day, the event of dissection was considered to be resolved. During hospitalization, the subject was initiated with statin therapy due to hyperlipidemia and was recommended to continue with regular monitoring of ldl cholesterol. Subject's further inpatient stay was without complication and on (B)(6) 2025, the subject was discharged from the hospital on dual antiplatelet therapy.